Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: the field service technician confirmed that the failure occurred during ventilation and that the patient and additional device was required. No patient harm was reported. The field service technician further informed that the blower module was replaced and that the device passed all required service software checks after the repair. Following completion of the functional tests, the device was returned to use. Based on the available information, the investigation is complete and the case is considered closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: the first log file analysis provided showed, multiple entries of ¿blower service required¿ and ¿self test failed¿ and technical fault 431002 ¿blower disconnected¿ in the logs were recorded between on (B)(6) 2025. In addition, it shows that the blower timer had reached 180%, indicating a likely overdue maintenance condition. Although no entries are available for the reported event date (june 19, 2025), the service technician confirmed on (B)(6) 2025, the issue of the device occurred during ventilation and that the ventilator was replaced on (B)(6) 2025. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): "ventilator showing blower service required and self test failed." Additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.